Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced five different incidences, which were associated with separate units. This is the first of five reports. Refer to 1054380-2016-00009 for the second report. Refer to 1054380-2016-00010 for the third report. Refer to 1054380-2016-00011 for the fourth report. Refer to 1054380-2016-00012 for the fifth report. It was reported that there were pinholes experienced five times during post-sterilization. The incidents was discovered in sterile processing and the instruments did not reach the operating room, and no patients were involved. No additional information was provided.